Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that two secondary bag did not infuse. The first infusion was ceftriaxone (1000 mg / 50 ml) intended to infuse at 100 ml/ hour. The second infusion was 100mg thiamine and 1mg folic acid in 50ml intended to infuse at 102.4 ml/ hour. In both cases, the primary infuse was normal saline intended to infuse at 10ml / hour. The clinician found that the secondary infusion was not flowing and the infusion was coming from the primary bag. The hospital biomed indicated that the infusion pump infused 30% more that the desired amount and failed a display test. There was patient involvement, but no harm.

Event description:
It was reported that two secondary bag did not infuse. The first infusion was ceftriaxone (1000 mg / 50 ml) intended to infuse at 100 ml/ hour. The second infusion was 100mg thiamine and 1mg folic acid in 50ml intended to infuse at 102.4 ml/ hour. In both cases, the primary infuse was normal saline intended to infuse at 10ml / hour. The clinician found that the secondary infusion was not flowing and the infusion was coming from the primary bag. The hospital biomed indicated that the infusion pump infused 30% more that the desired amount and failed a display test. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.